Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump back button did not work all the time and also insulin pump had insulin flow blocked alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow allows them to navigate screens. Customer stated they had tried all remedies. Block mode was not active. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.